Event description:
Customer reported her insulin pump has been alarming no delivery. Customer's blood glucose was 428 mg/dl. She treated with a manual injection. Customer could not do troubleshooting because the alarm was resolved by changing out the infusion set and reservoir. She is returning the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).